Manufacturer narrative:
Method: device not returned;results: the o-ring was not returned, it is a disposable component of the syringe assembly.conclusion: the plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly causing breakage of the o-ring.

Event description:
It was reported the ring broke and came off of syringe.

Event description:
It was reported the ring broke and came off of syringe.